Event description:
It was reported the workstation was not booting. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on 5v power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.